Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with a fully fired cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed as intended. Event could not be confirmed as the knife worked properly. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a bowel resection procedure, during the first firing, the device was placed across the bowel. The force to fire was greater. When the surgeon was pulling the knife back, the surgeon could only move the firing knob three fourths of the way back. The surgeon was able to open the device enough to get the device off tissue. After the device was removed, the cut line was complete, but the staples were malformed. Another device was pulled and fired three times successfully to complete the case with no patient consequence.